Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV, "mastodynia¿, ¿mastalgia of 4 months of evolution¿, ¿hardening¿, and ¿lobulations (normal folding)¿. Healthcare professional also reported the following events, which are not device-related: "arthralgia", "general fatigue", and ¿(pb. Sx asia)¿. Device remains implanted. Patient is being treated with dexketoprofen 50 mg.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.